Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('essure adherent to the posterior uterine wall./failed essure') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain ("back pain"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches,"), migraine ("migraine,") and swelling ("swollen right side"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy 2nd removal surgical removal of coil(s) and hysteroscopy, d and c with suction machine, laparoscopy, removal of left essure device on (B)(6) 2012). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal infection, vaginal discharge, headache, alopecia, migraine and vaginal haemorrhage had resolved and the device expulsion, pregnancy with contraceptive device, abdominal pain lower and swelling outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, swelling, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain abdominal pain, back pain. Discrepancy noted insertion date (B)(6) 2010. Insertion details: a 5-mm port was placed in the right lower quadrant and careful inspection of the pelvic organs carried out. The uterus, tubes and ovaries were completely normal other than the fact that there was an essure device adherent to the posterior uterine wall. With the uterus elevated, I grasped the distal end of this and was able to pull most of it out; however, the end of the essure device, which disappeared in the posterior uterine wall and the lower part of the uterus, could not be pulled out and this was then snipped off at the level of the uterus. The essure device was no longer visible and I suspect that there is tiny bit remaining that is in the posterior uterine wall of the patient. The remainder of the essure device, which had been trimmed away, was then pulled out through the 5-mm port. Based on the location of the essure device I would suspect that it was somehow expelled from the end of the fallopian tube after placement but before it had become fixed in the tubal lumen. Date of additional surgeries: (B)(6) 2012. Discrepancy noted for (B)(6) 2017 & (B)(6) 2012 -:hysterectomy with bilateral salpingectomy - 2nd removal surgical removal of coil(s) - left coil removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received ¿ case becomes incident. Previously reported event ¿injury nos¿ replaced by new specific events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), pregnancy: birth - no complication, device ineffective, vag. Infect, vag. Discharge, hair loss, migraine and headaches were added. Essure indication and removal date were added. Patient date of birth and consumer address were added. On 20-sep-2019: fu2 & fu 3 process together. Pfs & mr received. Added event abnormal bleeding (vaginal), lower abdominal pain, essure adherent to the posterior uterine wall /failed essure, swollen right side. Updated outcome of events abnormal bleeding, abnormal bleeding (vaginal), from unknown to recovered/resolved. Concomitant conditions was added. Reporter's information was added. Patient's demographics was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('essure adherent to the posterior uterine wall./failed essure') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included obesity. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced back pain ("back pain"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge") and abdominal pain lower ("lower abdominal pain"). In (B)(6)2010, the patient experienced alopecia ("hair loss"). In (B)(6)2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches,"), migraine ("migraine,") and swelling ("swollen right side"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy 2nd removal surgical removal of coil(s) and hysteroscopy, d and c with suction machine, laparoscopy, removal of left essure device on (B)(6)2012). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal infection, vaginal discharge, headache, alopecia, migraine and vaginal haemorrhage had resolved and the device expulsion, pregnancy with contraceptive device, abdominal pain lower and swelling outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, swelling, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain abdominal pain, back pain. Discrepancy noted insertion date (B)(6)2010. Insertion details: a 5-mm port was placed in the right lower quadrant and careful inspection of the pelvic organs carried out. The uterus, tubes and ovaries were completely normal other than the fact that there was an essure device adherent to the posterior uterine wall. With the uterus elevated, I grasped the distal end of this and was able to pull most of it out; however, the end of the essure device, which disappeared in the posterior uterine wall and the lower part of the uterus, could not be pulled out and this was then snipped off at the level of the uterus. The essure device was no longer visible and I suspect that there is tiny bit remaining that is in the posterior uterine wall of the patient. The remainder of the essure device, which had been trimmed away, was then pulled out through the 5-mm port. Based on the location of the essure device I would suspect that it was somehow expelled from the end of the fallopian tube after placement but before it had become fixed in the tubal lumen. Date of additional surgeries: (B)(6)2012 discrepancy noted for (B)(6)2017 & (B)(6)2012 -:hysterectomy with bilateral salpingectomy - 2nd removal surgical removal of coil(s) - left coil removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device expulsion ('essure adherent to the posterior uterine wall./failed essure') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included miscarriage. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain ("back pain"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches,"), migraine ("migraine,") and swelling ("swollen right side"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy 2nd removal surgical removal of coil(s) and hysteroscopy, d and c with suction machine, laparoscopy, removal of left essure device on (B)(6) 2012). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal infection, vaginal discharge and vaginal haemorrhage had resolved, the device expulsion, pregnancy with contraceptive device, abdominal pain lower and swelling outcome was unknown and the headache, alopecia and migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, swelling, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain abdominal pain, back pain. Discrepancy noted insertion date (B)(6) 2010. Insertion details: a 5-mm port was placed in the right lo wer quadrant and careful inspection of the pelvic organs carried out. The uterus, tubes and ovaries were completely normal other than the fact that there was an essure device adherent to the posterior uterine wall. With the uterus elevated, I grasped the distal end of this and was able to pull most of it out; however, the end of the essure device, which disappeared in the posterior uterine wall and the lower part of the uterus, could not be pulled out and this was then snipped off at the level of the uterus. The essure device was no longer visible and I suspect that there is tiny bit remaining that is in the posterior uterine wall of the patient. The remainder of the essure device, which had been trimmed away, was then pulled out through the 5-mm port. Based on the location of the essure device I would suspect that it was somehow expelled from the end of the fallopian tube after placement but before it had become fixed in the tubal lumen. Date of additional surgeries: (B)(6) 2012. Discrepancy noted for (B)(6) 2017 & (B)(6) 2012 -:hysterectomy with bilateral salpingectomy - 2nd removal surgical removal of coil(s) - left coil removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs was received. Event plaintiff did not undergo an essure confirmation test was added. Pregnancy outcome was updated. Event outcome for hair loss, headaches and migraine was updated from recovered/ resolved to recovering/ resolving. Aka name was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.